Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse evaluated the instrument and confirmed a leak at reagent probe a. Fse found the collar wash valve plunger was stuck. The fse replaced the reagent probe a collar wash valve to resolve the issue. (B)(4).

Event description:
A customer reported to beckman coulter (bec) customer technical support (cts) that their unicel dxc 600i synchron system failed calibration chemistry (cc) analytes. Upon troubleshooting the customer noticed leaked fluid under reagent probe a. The customer stated the leak was contained to the instrument and described the volume of the leak as approximately 5ml. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated. The issue was referred to a bec field service engineer (fse).